Event description:
A report was received that the patient's precision system was explanted due to an infection at the ipg site. The patient was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.